Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose at the time of event was 47 mg/dl. Current blood glucose was 115 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.